Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch, corroded keypad traces, minor scratches on lcd window, cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump has water damage inside of the pump and does not work at all. Customer does not recall any significant events leading to the error. Customer's blood glucose was 134 mg/dl at the time of incident. Troubleshooting was done for moisture in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.